Manufacturer narrative:
(B)(4). Additional information: the device was serviced on-site by a field service technician. The device was visually inspected, functionally tested and an alarm log review was performed. The customer reported issue of occlusion alarm was identified during functional testing and an alarm log review as an f-5 alarm. The cause of the condition could not be determined. A device history record review and a service history review revealed no issues that could have caused or contributed to the reported issue. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an occlusion alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.